Event description:
On (B)(6) 2016, information was received from a nurse via a study regarding a patient receiving baclofen (unknown dose and concentration) via a baclofen trial. The patient&#62688;medical history was not reported. Concomitant medication included tetanus vaccine. The patient received gilenya (fingolimod) capsule for the treatment of multiple sclerosis from (B)(6) 2016 at a dose of 0.5 mg, (5/week) (oral). The patient received baclofen for the treatment of an unknown indication from an unknown start date at an unknown dose (route: unknown). On (B)(6) 2016, the patient was hospitalized for a baclofen pump test. It was reported that a tube was attached to a baclofen pump and was inserted to the spinal cord in order to perform a tryout test prior to a baclofen pump implantation at the abdominal wall. On (B)(6) 2016, the patient developed headaches since the procedure was performed. The headache was reported as a result of the procedure. The patient received analgesics for the event. On (B)(6) 2016, the patient developed nausea. On (B)(6) 2016, the patient's headache was ongoing with good effect of analgesics. It was reported the headache and nausea occurred due to leakage from the tube and the tube was removed on (B)(6) 2016. The patient fully recovered from the headache and nausea on (B)(6) 2016 and was released from the hospital. The patient's hospitalization was not extended due to the headache and nausea. It was reported that the headache and nausea were possible side effects of the procedure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.